Event description:
Pt having a laparoscopic, gastric restrictive procedure with gastric bypass and roux en y gastroenterostomy. During procedure it was noted that the end of the trocar had broken while in the pt. One large piece was retrieved, one small piece could not be found.